Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml at 10.503 mg/day) and fentanyl (100 ug/ml at 52.51 ug/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain (other upper quadrant sites). It was reported that during the (B)(6) 2019 device follow-up visit, it was thought that the patient might have ¿a possible neuroma around the catheter tip¿, so a CT scan was requested on (B)(6) 2019. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿possible reaction of drug at catheter tip¿ with additional notes that the catheter was greater than 9.5 years old and the pump was delivering 20 mg/ml dilaudid at 10.50 mg/day and 100 ug/ml fentanyl at 52.51 ug/day. No actions/interventions had been taken yet to resolve the issue. The issue was not resolved at the time of this report (03-dec-2019) and it was indicated that the hcp had no further information to provide at this point. It was unknown if surgical intervention was planned. The patient status was reported as ¿alive, no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter revealed catheter body; hole caused by deep abrasion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the managing physician had spoken to a spine surgeon that recommended cautious retraction of the catheter. Per the reporter that was the current plan and goal was to take the patient to surgery this friday if possible. They would have a new catheter on hand in case they decide to replace the catheter. No further complications were reported or anticipated regarding the event.